Event description:
A physician contacted integra lifesciences regarding the use of an integra nph low flow valve. Over the last two years, the physician has implanted nph valves into eight elderly patients diagnosed with normal pressure hydrocephalus (nph). Integra's nph low flow valve is indicated for use in the treatment of patients with hydrocephalus. She inquired about the efficacy of the valve for the treatment of nph because she has not had the clinical improvement expected in these patients who had all improved transiently after a diagnostic lumbar tap prior to implantation. The surgeon appreciates the ease of use and safety of the valve (i.e. No programming needed and no over drainage complications to date). Add'l clinical info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.